Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system. Customer also reported that the insulin pump alarmed motor error. Customer stated that insulin is squirting out of the insulin pump. It was also reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 213 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion testing due to moisture on force sensor. The insulin was unable to test for motor error alarm due to prime alarm. The motor was tested outside the insulin pump and passed. The insulin pump had minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.